Event description:
During an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Provocative testing was performed; however, no noise could be reproduced. Fluoroscopic imaging was performed; however, no right ventricular lead abnormalities could be observed. Lead replacement is anticipated to resolve the event. The patient was in stable condition.